Event description:
A blood glucose reading of 250 mg/dl. He retested within 5 minutes and received a reading of 90 mg/dl. The difference between the reading falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.